Manufacturer narrative:
(B)(4).

Event description:
The complaint states that signal loss over one hour was reported. Data was provided for investigation. The allegation was confirmed via data. The probable cause could not be determined.